Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient has a sore throat, swollen glands (especially on the right side), and was up all night with pain in their back; especially when the patient bent over. Five days later, patient said they didn't sleep well the night prior and felt like their bladder was a balloon because it was so full. They also had blood from their buttocks and on their dressing so it was changed. The patient doesn't completely void, have the shakes, takes a water pill, has neuropathy, has a hard time getting out of bed, sweats a lot, is in menopause, has nausea, and is cramping. Their healthcare provider (hcp) gave the patient something for their yeast infection. As a result of the event, stimulation was increased. On (B)(6) 2017, patient said they have headaches and pain in their groin; they need glasses. As a result of the call, the patient's program was changed. Two days later, patient felt like they were dilated and was uncomfortable at night. They were advised to decrease stimulation so the patient would be comfortable. On (B)(6) 2017, patient mentioned having b ack pain while laying on their back. They report not completely emptying their bladder when voiding. They feel overworked in their uterus area, and are experiencing discomfort and pain. The patient has been feeling tired lately and isn't sure why. They were advised to decrease stimulation to ease the discomfort in their back and uterus area. The patient was encouraged to speak with their hcp about their retention concerns and whether or not the patient can have a bladder test. No device issue and no further patient complications have been reported as a result of this event.